Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed, and the occlusion was found to be within the cartridge. A replacement pump was provided to resolve the issue due to customer's loss of faith in the pump. Customer¿s blood glucose level was not impacted.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.